Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) was triggered during the cryoablation procedure. The left-sided pulmonary veins had been completed without incident and the system notice message was received upon completion of the first ablation in the rspv and during the thawing phase. The catheter was replaced and the cryoablation procedure was completed without further problems. No adverse event occurred. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on (B)(4) 2013.

Manufacturer narrative:
The returned catheter was visually inspected and functionally tested. Failure files confirm system notice message #50005 "leak detection" at injection 17. Smart chip verification indicated the catheter was used for 17 injections. Visual inspection showed the inner balloon had traces of blood inside, there was not blood inside the catheter handle. Pressure tests revealed a leak through the guide wire lumen; balloons integrity was intact and no breach observed. Dissection showed a guide wire lumen breach at 1.04 inches proximal from the tip. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.